Event description:
In 2005 a paramedic called the customer service center to get assistance with disconnecting the home patient and ending his therapy on the homechoice device in order to treat him for a fall he had taken. The home patient was getting low drain volume alarms. The home patient's drain volume at that time was 1694 ml's. The service representative instructed the paramedic on patient disconnect and ended therapy. This home patient was admitted to the emergency room on 9-16-05 at 2:30pm for a fall he had taken at home during drain 2 of 5 of his automated peritoneal dialysis therapy. The home patient's chart shows that the home patient was complaining of right shoulder pain and rib pain and had suffered multiple rib fractures. During a follow up phone call with the home patient's nurse, the following information was gathered: the home patient had been to the clinic in 9-2005. He told the nurse at his clinic that he called the baxter customer service center with alarms on the homechoice machine and the service representative told him to leave the clamp open when he disconnects to avoid the alarms. Leaving the clamp open allowed fluid to spill all over and he called the clinic who saw him that day and his nurse then treated him prophylactically with 2 grams of vancomycin and 80 mg's of gentamicin. The home patient's blood pressure at the time of the fall was 78/40. The nurse said that this home patient's blood pressure has a tendency to run on the low side. Other blood pressures taken at the clinic were 96/70, 102/66, and in 8-2005 it was 79/53. The nurse also stated that the home pt's ultraviltration rates have all been positive except for in 8/05 when it was negative 532. The day before, the pt's initial drain was 2563 and his ultrafiltration rate was 837. The home patient's doctor was not sure if the fall was related to the home patient's dialysis therapy. The nurse said that the doctor had changed the home patient's therapy to a 12 hour therapy in the recent past and the home pt did not like that therapy and had the dr change his therapy to 10.5 hour therapy. The nurse also said that this home patient is morbidly depressed and lives alone. In december 2005, the product analysis lab notified product surveillance that they received the homechoice device. A follow up phone call was made by product surveillance to the home patient's nurse to inquire why the return happened. The home patient's nurse stated the patient had passed away (the patient's rn did not have the pt's records; therefore date of death is unknown) and the equipment was no longer needed. No autopsy was performed. The home patient's nurse then gave the following information: the cause of death was sepsis and multi organ failure. The patient had peritonitis (dates unknown). The home patient's doctor stated that this was a hospital-acquired peritonitis. The home patient's nurse stated that the home patient's catheter was infected. The bacteria identified are normally found in feces and the nurse feels that the home patient had touch contaminated his catheter. The surgery consult note says that the source of the catheter infection was a bacteria found in feces (enterococcus saecium) and she feels that the home patient touch contaminated his catheter after using the bathroom. The home patient's catheter was removed in 11-2005. The home patient was admitted to the hospital after the fall occurred and was in pain and couldn't perform his dialysis therapy so he was admitted. The home patient had respiratory distress. The home patient was treated with 500 mg of vancomycin and 80 mg of gentamicin. The catheter was removed in 11-2005.